Event description:
Please be advised that the following device was replaced in pt's heart -implanted cardiac defibrillator- manufactured by guidant for possible circuitry problems. Pt's had it implanted 2004 and was replaced by guidant 2 later. A newer model was implanted, number a155, today. The cause is unk for the replacement and was related to pt by pt cardiac physician that it had possible circuitry problems.